Event description:
Caller states patient tested 5.2 inr on the coaguchek xs plus system while a comparison lab returned as 3.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Reporter alleged the customer obtained a result of 349 mg/dl on the compact plus system compared back to back with a result of 163 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported the patient died on (B) (6) 2010. A care alert was triggered that noted a number of nonsustained tachycardias with fast cycle lengths and rv impedance increase to over 1000 ohms. Follow up revealed that after death when body being removed, "body became close enough to his monitor to achieve a telemetry link. The thought is that the higher impedance and noise on the electrogram was after the patient expired, perhaps for some time." Follow up revealed the ep physician concluded death was expected and not device related. Rather, patient apparently fell and result of fall - fatal blood loss. "Patient had been on coumadin which was stopped because the inr was too high." Physician reported patient had "wicked end stage heart disease."